Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports the gel does not mix properly. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: gel hasn't mixed with the sample properly in around 20 tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports the gel does not mix properly. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: gel hasn't mixed with the sample properly in around 20 tubes.

Manufacturer narrative:
H.6 investigation summary: material #: 367956 lot/batch #: 2283466 .bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing were observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.